Event description:
It was reported that tandem mobi pump issued cartridge alarms during cartridge loading, including confirmed cartridge alarm 30, and caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was educated to wait for prompts in tandem mobi mobile app before removing or loading cartridges, and received instructions for placing pump into storage mode and returning it to tandem; technical support confirmed shipping details and sent replacement pump with updated software, and customer was advised to enter pump settings and reconnect continuous glucose monitor on replacement pump and to return problematic pump within 10 days.